Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06337. It was reported during the patient's permanent implant procedure the stylet was stuck in the lead. The patient's physician attempted to remove the stylet, but the steering hub broke off. As a result, the physician elected to clip off the proximal end of the stylet and complete the procedure with the stylet remaining in the lead. Impedances were tested and were within normal limits. As it is unknown which lead remains with the stylet still implanted, all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06337.